Event description:
Information was received indicating that the flanges to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube were observed to both be broken off. The trach tube was reported to be unable to stay in the patient, so it was decided that the patient go to the emergency department. A tube change out was performed the following day with no reported adverse patient effects.